Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire was reported. The sensor was inserted into the thigh on (B)(6) 2019. It was reported that the sensor was removed due to the patient experiencing discomfort. Upon removal of the sensor the patient's mother stated she could see a bump and a small hole where the sensor wire had been inserted and the skin was pink. Further contact was made with the patient's mother on (B)(6) 2019. She stated she contacted their endocrinologist and they recommended that the patient go to urgent care. The patient had an x-ray image done on (B)(6) 2019 and it was confirmed that the sensor wire was in the patient's skin. The doctor did a physical exam to check for infections; however, the patient had already been on antibiotics and did not find any signs of infection. The doctor recommended that the patient leave the sensor wire in the skin and to monitor it before making any decisions to remove it from the skin. At the time of further contact, the patient was doing okay. No product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined. It was reported that the sensor was inserted into the thigh. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional patient or event information is available.